Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the suspected peritonitis was not reported. Treatment for the suspected peritonitis was not reported. Patient outcome for suspected peritonitis was unknown. The action taken with dianeal and extraneal therapies was unknown. Additional information was requested, but is not available at this time.